Event description:
During a procedure, a neuroform microdelivery stent system was first implanted, then the subject device was approached to the area of treatment as the first coil. While pushing the subject device, without noticing any friction, it suddenly detached and it was not possible to navigate or push it completely into the aneurysm. Half of the subject device was inside the excelsior sl-10 microcatheter and the other half was already inside the aneurysm. The physician used a second neuroform microdelivery stent system to fix the segment of the subject device that was located in the parent vessel to the vessel wall. The patient suffered no clinical sequelae due to this event. Only the pusher wire of the subject device is available for evaluation.